Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive had seized mechanics, component damage, would not reverse - reverse locking mechanism blocked and sticky trigger. It was noted that the upper trigger jammed and the device seized up. It was further determined that the device failed pretest for check power with the test bench, function and check reverse locking mechanism with the oscillating saw attachments ii. It was noted in the service order that the device did not function due to the motor having failed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.